Manufacturer narrative:
The complaint investigation for falsely elevated architect stat troponin-I results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Review of all the information provided by the customer was reviewed. A review of tracking and trending did identify an increase in complaints for list number 02k41, however, an increase in complaint activity for lot 50503un24 was not identified. The device history review did not identify any potential non-conformances, deviations, or non-conformances. The historical performance of the architect stat troponin-I reagents was reviewed using field data from customers worldwide. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for the lot 50503un24 are within the established limits. Therefore, no unusual reagent lot performance was identified for the lot 50503un24. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect stat troponin-I reagent lot 50503un24 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect stat troponin-I results generated on the architect i1000sr processing module for female patient at an outpatient clinic. (Customer provided critical cutoff 0.3 ng/ml) on (B)(6) 2025 result at the outpatient clinic = 0.44 ng/ml. The patient was sent to the emergency room and complained of chest pain. The patient was given a standard oral gastrointestinal (gi) cocktail consisting of pepcid, lidocaine, and maalox. The patient also had an electrocardiogram (EKG) and cardiac (CT) cat scan with and without contrast media. New sample results in the emergency room at 1730 = <0.03 ng/ml and at 2143 = <0.03 ng/ml the original sample was repeated with results of = 0.02 ng/ml and 0.06 ng/ml it was reported the patient had no further chest pain. There was no patient harm as a result of the gi cocktail, EKG, the cardiac CT with and without contrast media and the patient was discharged home the same day. No further impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect stat troponin-I results generated on the architect i1000sr processing module for female patient at an outpatient clinic. (Customer provided critical cutoff 0.3 ng/ml). 05feb2025 result at the outpatient clinic = 0.44 ng/ml. The patient was sent to the emergency room and complained of chest pain. The patient was given a standard oral gastrointestinal (gi) cocktail consisting of pepcid, lidocaine, and maalox. The patient also had an electrocardiogram (EKG) and cardiac (CT) cat scan with and without contrast media. New sample results in the emergency room at 1730 = <0.03 ng/ml and at 2143 = <0.03 ng/ml. The original sample was repeated with results of = 0.02 ng/ml and 0.06 ng/ml it was reported the patient had no further chest pain. There was no patient harm as a result of the gi cocktail, EKG, the cardiac CT with and without contrast media and the patient was discharged home the same day. No further impact to patient management was reported.